Event description:
During routine testing of the device at the service center, the service technician reported a broken printed circuit board assembly mounting stand-off fell out during internal inspection. The service technician replaced the rear enclosure. The monitor was originally returned for a probe error message. Since the event occurred during routine testing, there was no pt involvement during this event.

Manufacturer narrative:
Eval in progress, but not yet concluded.